Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The catheter did not peel along the score lines. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure, the physician experienced extreme difficulty slitting through the catheter. The slitting was completed and the catheter was removed. No patient complications have been reported as a result of this event.